Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported a sensor liner issue and no communication between the pump and transmitter. The customer reported a blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with an insulin pump. The event involved products mmt-7040a, mmt-1884, mmt-441ag, mmt-342. Troubleshooting was performed for serter and found that the sensor liner stays on sensor base. Troubleshooting was performed for communication issues and the customer was assisted with pairing the transmitter. The transmitter blinked when attached to the sensor and began communicating. Troubleshooting was declined for the hyperglycemia and it was unknown whether the customer used the pump within 48 hours of the reported event and it was unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-1884, mmt-7040a, mmt-441ag and mmt-342.